Manufacturer narrative:
It was noted that the device was discarded after the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The device and a non-boston scientific right atrial (ra) lead also exhibited low amplitude p waves and no capture. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.